Event description:
Stone retriever broke inside pt during case. Could not retrieve during case, and had to bring pt into surgery again, the next day to retrieve the broken distal end. Broken distal end is only available sample provided--proximal portion of stone retriever was thrown away by facility. Pt outcome turned out okay.

Manufacturer narrative:
An investigation was initiated into the matter of, "stone retreiver broke inside pt during a case". The distal end of the device was returned to cardinal, but did not reach the mfg facility in time to complete an investigation. A follow-up report with product eval, trending and device history info will be filed when the eval of the product is completed.